Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive.

Event description:
It was reported that prior to the implant procedure, it was not possible to interrogate the implantable pulse generator (ipg). The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.